Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) recommended to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.